Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
Case #: 00961300 case subject: npi 8110 failing barrel clamp test account name: childrens hospital kings daughters account #: 1103400 asset name: 8110 syringe module v8.5.6 r asset location: contact: nate westrick contact email: contact phone: 804-628-7000 contact mobile: patient or user involvement: no patient or user harm: no case description: customer called reporting their 8110 (sn: (B)(4)) failing the barrel clamp pm. Failure device type: failure problem type: failure mode: case resolution: - recommended customer replace sizer assembly. - provided part number for sizer assembly. - customer will most likely order sizer assembly. Ended call.